Event description:
Reportable based on analysis completed on 03mar2025. The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that damage was observed on the tip of the dilator after it was loaded into the sheath. Device was never inserted into patient and was immediately replaced. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. Analysis of the returned device revealed that upon examination of the valve hub found a loose piece of dilator material that must have broken off from the distal tip.

Manufacturer narrative:
The faradrive sheath was returned with its native dilator still inserted, resulting in the removal of the dilator for further analysis. Functional evaluation of the sheath found the device able to achieve and maintain deflection. An attempt to evaluate the sheath and its native dilator?s compatibility observed a smooth interface with minimal resistance. Inspection of the dilator confirmed the distal tip to be damaged, as the tip of the dilator was not uniformly circular. Examination of the valve hub found a loose piece of dilator material that must have broken off from the distal tip. Removing the valve hub cap, to inspect the internal components found excess adhesive at the proximal end of the shaft. Based on the returned condition of the sheath and dilator, it is likely that the damages on the dilator were caused by this defect as the adhesive must have occluded the access site. Dimensional inspection of the inner diameter of the shaft and the outer diameter of the dilator found both dimensions conforming to design specifications.